Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to an earth leakage; current failed to meet specification.

Manufacturer narrative:
(B)(4).device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite (return instrument test / evaluation) functional test for the display going blank during the tilt test and failed the electrical earth leakage test. Resistance measurements revealed the pump was shorted likely due to moisture/fluid within the pump and pneumatic system. The assignable cause for rite test failure ? Earth leakage current was determined to be a shorted pump. A review of the service history record revealed no issues that may have contributed to the reported issues, rite failures or the fluid in the pneumatic system. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.